Manufacturer narrative:
The xenograft was not returned for evaluation. Therefore, a comprehensive records re-review was conducted, which included manufacturing records, sterilization run reports, quality control/assurance reviews and release, and the complaints database for related complaints associated with the lot. One departure was noted related to the k batch associated with the data logger that was not turned on. However, the xenograft implants from the complaint lot (nz14180101) were not affected by this departure. Therefore, the departure did not have a negative impact on the product quality of the complaint xenograft implants. Environmental data generated during and around the time of processing of the lot were acceptable. Bovine pericardium implants undergo a validated sterilization method; tutoplast which includes terminal sterilization by gamma irradiation after packaging. Manufacturing records indicate that serial (B)(4) met all specification requirements at the time of release. To date, rti has manufactured and distributed 31 bovine pericardium implants from lot nz14180101 without related complaints. Based on our records re-review and the complaint information provided to date, it is more plausible that the patient's post-operative complications are associated with an event or source extrinsic to the xenograft implant.

Manufacturer narrative:
A comprehensive re-review is being conducted of the manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance reviews and release, and the complaint database for related complaints. Once results are available, a follow up report will be filed.

Event description:
Rti surgical, inc (rti) received a complaint indicating that a patient was implanted with a bovine pericardium dural graft (unknown date). On (B)(6) 2018, a subsequent surgery was needed to fix a csf leak. Upon inspecting the graft, the suture line was completely intact but the remainder of the graft was slack. There was a 3 mm x 3 mm hole in the middle of the graft. Another graft was utilized (manufacturer unknown). The physician stated that upon closure, they were as confident as they were at the conclusion of the original surgery. At the time this complaint was reported, the patient was doing well. It is unknown at this point the timeframe between implantation of the bovine pericardium dural graft and the development of symptoms. Additional information has been requested. To date, rti has not received any additional information.